Event description:
Nurse attempted to deflate the balloon of the pt's indwelling foley urethral catheter in order to change it, as catheter was clogged. The nurse was unable to deflate the balloon. A urology consult was ordered by the physician and urology was able to remove and replace the catheter the next day. The foley catheter was discarded on the unit at that time by the urologist. Therefore, a specific lot # was not able to be confirmed.